Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l48817, implanted: (B)(6) 1998, product type: catheter.(B)(4).

Event description:
It was reported that in (B)(6) 2014 the patient&#38112;catheter migrated to the subcutaneous area. The patient was to be scheduled for surgery but the patient did not follow up. The healthcare provider (hcp) was unsure of the cause of the catheter migration. The patient had put on a significant amount of weight the past few years and per the hcp, this may have been the cause. Per the hcp, due to the patient&#38112;current size it would be a difficult revision. The patient had no withdrawal issues. The pump was last refilled in (B)(6) 2014. The pump was programmed to off state. Event outcome was not provided. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.